Manufacturer narrative:
The other additional proglide referenced is being filed under a separate medwatch report number. (B)(4). The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral vein was attempted using two proglide devices via a 8fr sheath, after a ablation procedure. Reportedly, when the plunger was pulled removed, the suture of the of the proglide device came out and was unraveled with both proglide devices. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No imaging was taken prior to the procedure. No additional information was provided.

Event description:
A posterior needle tip was separated and found during evaluation of the returned device. The location of the detached needle tip is unknown; however, the physician confirmed that nothing remained in the patient anatomy.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture came out when the plunger was removed¿ could not be replicated in a testing environment as it was based on operational circumstances. Additionally, the posterior needle tip was separated from the swage end and not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. The reported IFU violation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.